Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead was being revised due to dislodgement. During the attempt to reposition the lead, the helix would no longer extend or retract. The lead was explanted and replaced. The patient was doing fine post operation.